Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 30 bd vacutainer® push button blood collection set tubing was discovered to have holes. The following information was provided by the initial reporter: it is reported customer received wingsets with holes in tubing.

Event description:
It was reported that prior to use with 30 bd vacutainer® push button blood collection set tubing was discovered to have holes. The following information was provided by the initial reporter: it is reported customer received wingsets with holes in tubing.

Manufacturer narrative:
H.6. Investigation: bd received twenty-one (21) samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for tubing damaged with the incident lot was observed. Bd is able to confirm the customer¿s reported failure with the samples received. The root cause of the holes in tubing is a crash jam that occurred on the multivac loader machine. Further processing of the parts occurred with inadequate purging of the line. The wind-head that caused this issue was replaced. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.